Event description:
On 3/9/94 device was implanted. On 4/6/94 the cuff was removed from the pt. On 7/6/94 a cuff was implanted. On 10/17/94 fluid was added to the device. On 6/12/96 a tandem cuff was implanted. On 11/4/96 the device was removed from the pt due to cuff erosion. Add'l lot/ser no: cc204 009.